Manufacturer narrative:
The cause of the loose pad is unknown with the information available. The customer has not reported of a recurrence of this event as of 02/12/2016. (B)(4).

Event description:
The customer reported finding a pad that had come loose from an ichem velocity strip in the waste container and one loose pad on a strip on their ichem velocity system. There were no erroneous patient results generated or reported out of the lab.